Event description:
According to the literature, a retrospective analysis of data from the herniamed registry aimed to analyze whether mesh pore size was related to the outcome in laparo-endoscopic inguinal repair. A total of 83,768 cases using 21 different surgical mesh types were analyzed. Of these cases, medtronic mesh (surgipro, parietene standard, parietene light, or parietene macroporos) were used in 13,015 cases. Over the entire cohort complications mentioned included hernia recurrence, chronic pain requiring treatment, and unspecified postoperative complications. Interventions listed for the cohort included complication-related reoperations. No additional information was provided.

Manufacturer narrative:
D10 concomitant product: unknown parietene, unknown parietene mesh product (lot#unknown) is mesh pore size associated with the outcome in laparo-endoscopic inguinal hernia repair? ¿ a registry-based multivariable analysis. / f. Köckerling, j. Wrede, d. Adolf, d. Jacob2, h. Riediger / hernia (2025) 29:47 / https://doi.org/10.1007/s10029-024-03235-1 / published online: 13 december 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (ime, imf) additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.